Manufacturer narrative:
Product analyisis summary: the actual product involved in the event was evaluated. Visual analysis was performed. Based on analysis, the product had a performance issue due to operational context. The guidewire was returned stuck in the lead s/n: (B)(4). It was entrapped in the lead because the guidewire wire was pulled to be stretched and wire was unraveled. Visual analysis indicated that the guidewire was damaged during use. If information is provided in the future, a supplemental report will be issued.

Event description:
One attain lead and one zinger guide wire were attempted to be used. There was no damage noted to the zinger packaging. There were no issues noted when removing the device from the packaging. The device was prepped per IFU with no issues noted. The wire tip was not formed by the physician. It was reported that during a crtp implant the zinger got stuck inside the lead. The lead was removed with the guide still stuck and continued the procedure with a new lead and guide wire. No patient injury reported.

Manufacturer narrative:
Update to annex d. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information: annex d. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.